Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received random no delivery alarm. Customer reported emergency room visit a month ago. The customer's blood glucose was unknown at the time of incident. Customer has to hit buttons multiple times to get insulin pump respond and there was scratched screen and was harder to see. Customer declined to troubleshoot for scratched screen. The insulin pump will not be returned for analysis.